Event description:
Lumbar drain catheter tip sheared during difficult placement. Approximately 3 cm catheter tip fragment retained in the epidural space. Discussed with parent and the patient's neurosurgeon; assessed as inert material with no anticipated complication. CT of lumbar spine to document exact position of retained fragment declined by parents.